Event description:
The customer states that the enteral feeding pump was not running the correct rate. The customer states that the issue was discovered during use. There was no harm to the patient and no medical intervention required. The customer stated that the pump was running slow.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the enteral feeding pump was not running the correct rate.¿the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.